Event description:
It was reported by the patient that the device is difficult to inflate, and not transferring fluid into the cylinders with a suspected leak in the device with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the patient will be following-up with the physician.